Event description:
It was reported that the paramedics were called, due to the customer experiencing low blood glucose of 32 mg/dl. The customer was found the customer was sweating and could not be awakened, leading up to the call to emergency medical services. While checking the insulin pump, it was found that the time needed to be updated. The reservoir showed the same amount of insulin as was shown on the status screen. Insulin pump passed the displacement test. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.